Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the difficulty keeping a charge/battery dying quickly was not determined. Discussed with doctor. Possible battery replacement. The issue was not resolved. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that they met with the patient for the first time and the patient stated she had difficulty keeping charge since implant. The rep reported that the patient charged the night prior to the report and the battery was dead mid-afternoon. The rep reported that the patient had charging education, programs for better efficiency with past reps and no success. The rep reported that they would speak with the healthcare provider (hcp) and see if the patient was a candidate for a new battery. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the difficulty keeping the battery charged and dying quickly was not determined. The actions that may be taken are a possible ins revision. The product will be returned if that occurs. No further complications were reported or anticipated.